Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 26 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 8 years in situ.